Manufacturer narrative:
The manufacturer previously reported information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of pca burned. There was no report of patient harm or injury. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and no error was found. In this report updated as- the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged shutting off and no display. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the device and found pca burned. In addition, the device was scrapped. In this report, box d, h,b has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of pca burned. There was no report of patient harm or injury. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and no error was found.

Manufacturer narrative:
Previously evaluation result code was incorrect. In this report the evaluation result code grid in (box h) has been updated and corrected.